Event description:
Patient reported that the blood glucose monitoring device had no power. Patient attempted to resolve the concern by inserting new batteries; however, the device's power was not restored. Patient indicated that she was not feeling well and had been obtaining erratic results (values not provided), while using the suspect device. Five hours after attempting to restore the device's power, patient sought treatment at the hospital due to hypoglycemic symptoms ("shaky and weak"). Upon arrival in the hospital, patient's blood glucose reportedly measured 62 mg/dl or 72 mg/dl (patient could not recall which value was correct) on a hospital device. Patient was reportedly treated with orange juice and food, given an e.k.g., chest x-ray, and [unspecified] blood-work and remained in the hospital emergency room, overnight, for evaluation. Technical support requested the return of the suspect product and replacement product was shipped.